Manufacturer narrative:
During investigation for unrelated complaints, there was 1 additional failure found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 3</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a prime issue. These reports were received from various sources. The patients associated with this allegation ranged from 13-57 years of age and between 49 and 213 pounds. Of the reported patients, 2 were male, 1 was female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: of the 3 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning.